Event description:
The account alleged when they try to drive the intellidrive forward, it goes backward. There was no reported injury.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.